Event description:
It was reported that the vamp line came apart and caused the arterial line to clot. Reportedly, a new arterial line had to be inserted. It was reported, "the tubing that comes out of the vamp squeeze part disconnected on the side that doesn't have the stopcock on it". There were no pt complications or injuries reported.

Manufacturer narrative:
The device was not returned for eval.